Event description:
It was reported that a pump turns off without user input. The customer stated that the pump will not remain powered on.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that approximately 1 second after the pump is powered on, the device will lose power and turn off without user input. Further eval found the power off without user input was due to a failed processor printed circuit board. The date of event is unk.